Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified superficial femoral artery. A balloon catheter was advanced for pre-dilatation but failed to cross the lesion. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was then advanced to perform pre-dilatation. However, during inflation at the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.